Event description:
It was reported that during a procedure of the heavily tortuous, distal right coronary artery (rca), the 2.0 x 15 mm mini trek rx balloon dilatation catheter (bdc) was being advanced when resistance was met with the vessel and the shaft bent. The device was removed from the anatomy and outside the anatomy the shaft separated. A second mini trek rx bdc was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.